Event description:
Caller reports back to back results of 44 mg/dl on inform system #2 compared to results of 584 mg/dl on inform system #1. Caller reports quality controls were in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
The medwatch is for the suspect device used in inform system #2.